Manufacturer narrative:
An event regarding disassociation and altr involving a metal head was reported. The event was confirmed. Method & results: -device evaluation and results: the device was not returned due to hospital policy, however images were provided. Body fluids were noted on the head. -medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including clinical and past clinical records, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As per sales rep, patient had a revision of accolade tmzf due to the head breaking off the neck. Primary medical records are not available as surgery was done at (B)(6) about 9 years ago.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
As per sales rep, patient had a revision of accolade tmzf due to the head breaking off the neck. Primary medical records are not available as surgery was done at (B)(6) about 9 years ago.